Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. During a routine replacement of an implantable cardioverter defibrillator (ICD) it was found this lead had dislodged and is now in the right atrium.